Manufacturer narrative:
Since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced pain and tooth #7 became loose during treatment with an mtm aligner. The doctor took an x-ray of the tooth and found a healthy tooth and root but what appeared to be an enlarged ligament. The doctor stated that the patient experienced pain when moving into the #4 upper aligner, so the doctor moved the patient back into aligner #3. However, the pain from aligner #3 was so great that the patient was moved back into aligner #4 again.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.